Event description:
According to the reporter, intra-operatively of a laparoscopic video-assisted thoracic surgery (vats) lobectomy, after firing, the s taple line bled. The staple pin fell which caused bleeding. The titanium staples did not hold after being fired into the tissue. The surgery was converted to an open lobectomy and suturing was done as replacement to the staple line control the bleeding. The surgical time was extended.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a laparoscopic video-assisted thoracic surgery (vats) lobectomy, after firing, the s taple line bled. The staple pin fell which caused bleeding. The surgery was converted to an open lobectomy and suturing was done as replacement to the staple line control the bleeding. The surgical time was extended.